Manufacturer narrative:
The insulin pump was received with minor scratched display window, broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that a piece of the reservoir compartment has broken off. The customer reported that there was a piece missing. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.